Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and received: if the reaction is on the knee, was the product applied while knee was extended or flexed? Flexed. How long did the reaction occur post primary op? 7-14 days. Describe the reaction (e.g. Blister/red/infected/mild reaction/severe reaction/itch) severe contact dermatitis. Were any IV steroid/topical steroid/oral steroid/other treatments used to manage the reaction? Yes. What is the most current patient status? All healed. Who applies the product (surgeon/assistant/nurse)? Surgeon. What prep was used prior to, during or after dermabond(tm) advanced use? Betadine (povidone-iodine), or chlorhexidine? Chlorhexidine pre surgery. Non alcoholic betadine applied to wound at time of subcuticular closure than washed prior to dermabond. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond(tm) advanced is no longer tacky to the touch? Steristrips and s&n honeycomb dressing. If used, type of dressing use on top of dermabond(tm) advanced (e.g. Honeycomb/opsite/gauze/crepe), if used was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? Yes. Was a thin layer applied as per IFU? Yes. Patient hypersensitivity to cyanoacrylate, formaldehyde, or pressure sensitive adhesive and using relatable terms such as hypersensitive to bandages, tape, hobbyist glue, cosmetic eyelashes or artificial nails or any recent exposure? Unknown. Were any patch or sensitivity tests performed prior to the procedure? No. Patient's demographics: initials / ID; age or date of birth; bmi; gender ¿ ni. Patient pre-existing medical conditions (e.g. Allergies, history of reactions): no. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Did the applier change a fresh pair of glove prior dermabond(tm) advanced application? No. Attempts have been made to obtain the following information, however not received to date. Can he advise on the number of re-admission and advise/elaborate on what was used to manage the reaction? To date the device has not been returned and all of the additional information requested has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an knee replacement procedure on an unknown date and topical adhesive was used. The patient presented at approximately 2 weeks post op, with a reaction "contact dermatitis". The patient was treated to manage the reaction. Additional information has been requested.